Event description:
Account reported they obtained several low glucose results that were automatically rerun and repeated in the normal range. The incorrect results were not reported. The field service representative found the rinse pump was dispensing incorrectly and repaired the instrument by ajusting the rinse volume.